Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from eberhard karls university of tübingen, germany. The title of this report is ¿exchange reamed nailing compared to augmentation compression plating leaving the inserted nail in situ in the treatment of aseptic tibial non-union: a two centre study¿ which was published on 15 may 2013 and is associated with the t2 tibia nail. Within that report, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 6 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses hypertrophic aseptic non-union after un-reamed nailing. Two out of 6 cases.